Manufacturer narrative:
(B)(4).

Event description:
The pt's body rejected the pump. The latest pump was replaced (B)(6) 2009. The replacement procedure charting did not have additional info regarding the explanted device. There was also no info noted on pt signs or symptoms or any testing done prior to replacement. A follow-up report will be submitted if additional info becomes available.